Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the top plug riser pin is pushed into back end and the bottom pin is bent. The chassis feature that retains pins is broken. Instrument was likely mishandled, breaking the chassis feature. Electrical continuity passed. Engineering also observed the distal end of the main tube has material removed from a combination of scratches and scrape marks. Tube damage is on one side of the tube and has a rough surface finish. Scratches are likely due to instrument collisions. Scrape marks have a wear pattern parallel to tube axis, suggesting they could have been caused by a defective cannula. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received. The endowrist instrument instructions or use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the bipolar connector is bent on the fenestrated bipolar forceps instrument. No additional info was provided. No pt harm, adverse outcome or injury was reported.